Event description:
It was reported to boston scientific corporation through an investigator sponsored research study (isr) that a leveen needle electrode was used during a radiofrequency ablation procedure performed in 2008. According to the complainant, chest pain was noted following a radiofrequency ablation procedure. The patient had mild post procedural chest wall pain as noted in her 1 week clinic follow-up. Since the time of the procedure, the patient has had no significant complications. Specifically, the patient reports no hemoptysis, worsening of her base line shortness of breath and minimal chest pain. Her chest pain has gradually improved over the last week, but the site noted that she is prescribed vicodin and has taken 1-2 pills per day.

Manufacturer narrative:
Other (unknown). The complainant was unable to provide the suspect device model, catalog and lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.